Event description:
It was reported that during a laparoscopic gastric bypass procedure, all three of the devices were leaking air at the start of the case every time a 5mm instrument or 10mm camera was inserted. They switched out the leaking trocars. A combination trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.